Event description:
It was reported that patient presented in clinic after hearing beeping tones from the device. Patient indicated feeling a vibratory patient notification at some point in the past. Patient also noted feeling light shock sensation at the lateral edge of the device. An alert was present indicating the patient notifier had been activated, but no time stamp or associated reason was present. The device was later explanted and replaced. The patient tolerated the procedure well. There were no apparent complications. The patient was in satisfactory and stable condition post procedure.